Manufacturer narrative:
(B)(4): the customer reported that there was a speaker malfunction. No pt harm was reported. It is unk whether there was any loss of audio function and therefore, any possible health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a speaker malfunction. No pt harm was reported.